Event description:
Arjo became aware of the event involving citadel patient care system. It was claimed that patient was leaning on the side rail which caused the side rail to detach (2 screws responsible for holding the plastic part to the metal plate of the side rail assembly were ripped out). Patient's intentions are not known. There was no injury reported.

Manufacturer narrative:
According to the instruction for use for citadel bed (IFU, 830.213-en rev.13): "caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency)." The review of post-market surveillance data revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail, which is in line with side rail condition and information provided on the circumstances. Arjo device failed to meet its specification since screws holding the elements of side rail assembly got ripped out by patient leaning on the side rail. This complaint is deemed reportable due to the side rail detachment.